Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 10.2 mmol/l. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was unable to clear the alarm and was advised to remove the battery and discontinue use of the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.